Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings:a visual inspection of the pump keypad cover revealed that it was intact with no damage or peeling. During testing, the contrast and up arrow keypad buttons were intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.